Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the peritonitis event. The patient was treated with injections of vancomycin (2gm, intraperitoneally (ip), frequency not reported) and injections of gentamycin (20mg, ip, frequency not reported) for the peritonitis. The cause of peritonitis was unknown. The pd therapy was ongoing. The outcome of the peritonitis was unknown at the time of this report. No additional information is available.